Event description:
Information received indicates that there was approximate 105ml remaining to be infused, although the pump had shut off as it indicated the entire 750ml had been given. It is under infused approximately 15%.

Manufacturer narrative:
Pump was not returned.